Event description:
It was reported that during a supply change the ilet user twice deployed an infusion set such that the tubing became caught beneath the adhesive at the cannula, and the agent guided the patient through two site-only changes until the supply change was successful, indicating an infusion set handling/attachment issue. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure related to the cannula component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.